Manufacturer narrative:
Date sent to the FDA: 02/17/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7. Additional b5 narrative: it was reported that the patient experienced vomitng, bowel obstruction following the surgery. Date sent to the FDA: (B)(6) 2021. Corrected information: a3.

Manufacturer narrative:
(B)(4).   To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted a lysis of adhesions was necessary and excised some old scar tissue. He then identified that the previous intraperitoneal mesh that was placed was either migrated cephalad or had shrunk or was placed above the site of this inferior portion of the hernia, so the mesh edge was right at the inferior edge of the incarcerated hernia. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.